Event description:
It was reported that the patient presented remotely via merlin.net. Upon review,  it was found that patient's implantable cardioverter defibrillator exhibited inappropriate mode switch due to far r wave oversensing. Programming changes were made. The patient was stable.